Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient faced infusion set leakage at the insertion site issue event on 31-may-2023. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: canada. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 04-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from leakage from infusion site (cannula base part/cannula) (specific cause not identified) to insertion site egress - trace moisture / superficial wetness, which requires additional activities not included in the original investigation dated 01-jun- 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system search: a query was run in the eqms on 03/mar/2026 against "lot number" "5402802" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The review confirmed that lot: 5402802 and the identified failure mode are not associated with any non-conformance report or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the eqms on 03/mar/2026 against "lot number" criteria equal "5402802" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record review: the lot: 5402802 was manufactured according to work instruction version 87 and manufactured in the m10, on 11/oct/2022 with a total of (B)(4) units. The sub-assembly: welding lot: 5404354 was manufactured according to the work instruction version 28 and assembled in the line: l506, l507, l511, on 10-oct-2022, with a total of (B)(4) units. Lot: 5404347 was manufactured according to the work instruction version 28 and assembled in the line: l524, l525, on 05-oct-2022, with a total of (B)(4) units. Lot: 5391903 was manufactured according to the work instruction version 54 and assembled in the line: sc05, sc06, on 09-oct-2022, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot: 5403520 was manufactured according to the work instruction version 34 in the gluing of connector in the line ft03, on 10/oct/2022, with a total of (B)(4) units the lot: 5403522 was manufactured according to the work instruction version 34 in the gluing of connector in the line 3, on 10/oct/2022, with a total of (B)(4) units the device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.